Event description:
It was reported that 1 bd safetyglide¿ needle each from lots refu1982 and refu1983 were blocked during use. The following information was provided by the initial reporter: "I have been working with this customer to return unwanted product from lots previously reported for blocked needle issues."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-mar-2023 . H6: investigation summary one hundred needle samples received by our quality team for investigation. The labels on the shelf/inner carton were the lot numbers refu1982 and refu1983, however the lot numbers on the packages was 2025237. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: refu1982, medical device expiration date: 30-jun-2026, device manufacture date: 10-nov-2021. Medical device lot #: refu1983, medical device expiration date: 30-jun-2026, device manufacture date: 10-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots refu1982 and refu1983 were blocked during use. The following information was provided by the initial reporter: "I have been working with this customer to return unwanted product from lots previously reported for blocked needle issues."